Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and lead system presented with erosion of the device, with redness and discharging of pus at the device pocket. The patient was hospitalized and the entire system was explanted. The patient remained in the hospital for antibiotic treatment. No additional adverse patient effects were reported. The explanted products were not intended to be returned.